Event description:
Reporter alleged, the lancet needle that is a part of the softclix device kit system used in finger-stick blood glucose testing would not retract after use. The location of the alleged incident was not provided. As a result, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.